Manufacturer narrative:
(B)(4). Batch #: u9563r. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s45 device was received with no apparent damage. The device was tested with a generator, the hand activation was not functional. However the device worked properly with footswitch. There were no replace instrument alert screen as reported. The instrument was disassembled to inspect the internal components and it was noted that the hand activation switch button was damaged. This caused the hand activation failure. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.. No conclusion could be reached as to what caused this issue. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the gen11 displayed a warning message to change the instrument. The instrument didn't activate anymore. They had to take another same like device to complete the procedure. No patient consequence.